Event description:
It was reported that this implantable pulse generator was exhibiting premature battery depletion behavior. During the last follow-up check, the device had decreased by five years within two years time. A copy of device memory was saved and submitted to technical services (ts) for review. A ts consultant discussed that premature battery depletion was confirmed. The power consumption in this device has been increasing abnormally; therefore, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pulse generator was exhibiting premature battery depletion behavior. During the last follow-up check, the device had decreased by five years within two years time. A copy of device memory was saved and submitted to technical services (ts) for review. A ts consultant discussed that premature battery depletion was confirmed. The power consumption in this device has been increasing abnormally; therefore, device replacement was recommended. Subsequently, this device was explanted and replaced. This device is not available for return as it was discarded at the hospital. No additional adverse patient effects were reported.